Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t began to smell like burnt components then displayed several error codes during a cleaning cycle. As this issue occurred during maintenance, there was no patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The customer replaced the ac mains board to resolve the issue. The replaced board was discarded. As the complained unit was not returned for investigation, a root cause was not determined and no corrective actions were identified. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Replaced part discarded by the facility.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t began to smell like burnt components then displayed several error codes during a cleaning cycle. As this issue occurred during maintenance, there was no patient involvement. A sorin group field service representative spoke with the biomedical engineer regarding this issue. The customer opened up the unit and observed the source of the burning smell to be several burnt components on the ac mains board. The customer reported that the error codes displayed were not recorded. The service representative suggested replacement of the ac mains board, and the facility stated that they will perform the repair themselves. Through follow-up communication with the customer, sorin group (B)(4) learned that the north-west portion of the board has several resistors and other components that had fried and turned black. The biomedical engineer was unable to identify any signs of fluid or water entry. The ac mains board was replaced and the unit was returned to service. No further issues have been reported. The replaced board was discarded by the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Device discarded by customer.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t began to smell like burnt components then displayed several error codes during a cleaning cycle. As this issue occurred during maintenance, there was no patient involvement.